Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information as provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering performed functional testing and found the scissors to cut cleanly with no damage found on the blades. Electrical continuity passed. Engineering also observed a section on the distal end of the main tube to have a high concentration of deep scratches. The scratches appear on the side of the tube and material has been removed. Engineering concluded that damage may be due to contact from other instruments. No other damage found.